Event description:
On (B)(4) 2013 during review of the patient¿s programming history it was observed that a generator diagnostics test changed the patient¿s settings on (B)(6) 2013. Although the output and magnet output were corrected, the off time was left at the incorrect parameter of 5 minutes.

Manufacturer narrative:
Analysis of programming history.